Event description:
Caller reported that her tandem mobi insulin pump frequently stopped delivering insulin, despite using brand new tubing and infusion sites. During the incidents on (B)(6) 2025, alarms were triggered, but her blood glucose level remained at 200 mg/dl, which did not exceed critical levels. To address the issue, she acknowledged the alarms, resumed insulin delivery, and eventually changed the infusion set and cartridge. However, recurring occlusion issues led her to become frustrated, resulting in her discontinuing the use of the pump temporarily.